Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer (fse) was present for an seeg cases. The third complaint occurred in the afternoon case at 5:26 pm when the robot shut down while pedaling on to the next trajectory. The fourth complaint occurred in the afternoon case at 5:53 pm when the robot shut down while in free and fast while backing out.